Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: contamination was observed on the bolus button, and the display was found to be blank. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was able to power on with audible tones and vibration; however, the display was blank. Contamination was observed on the bolus button. The keypad was found to be intact. The keypad was removed and contamination was observed under the contrast button contact. The pump case was found to be cracked and moisture was observed in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.